Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-08214. (B)(4) study. It was reported that stent damage occurred. In (B)(6) 2014, clinical assessment indicated that the patient's qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) with 99% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. Pre-dilatation was performed. A 4.00mm x16 mm promus premier¿ stent was then advanced to treat the lesion but the device was unable to cross the lesion and it was noted that the exit port was broken. The device was removed from the patient and was exchanged with another 4.00mm x 16mm promus premier¿ stent. However, the second device was bent while trying to cross the lesion. The device was removed and a third 4.00x16mm promus premier¿ stent was attempted but also failed to cross the lesion. The physician then replaced the device and implanted a 3.0 mm x 15 mm non-bsc stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was located in distal circumflex (cx) with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.0x16mm promus premier¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and ticagrelor.